Event description:
Contralateral wire caught on hooks upon jacket retraction but was resolved with guide catheter. Jacket guard was difficult to extract. Bilateral stents were placed to improve flow. Unable to advance contra wire.